Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. Device initially activated on (B)(6) 2017, prior to implant on (B)(6) 2017, and began detecting episodes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false asystole episodes prior to being implantation and possibly during the implant procedure as the device was turned on prior to implant. A manual transmission was recommended. The device remains in use. No patient complications have been reported as a result of this event.